Event description:
It was reported that nitinol guidewire was not lubricated significantly during the first two uses. However, it was difficult to insert the product during its third use and there was exfoliation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Manufacturer narrative:
The reported event is inconclusive because no sample was returned and further investigation was not conclusive. Although a specific cause cannot be determined, a potential root cause for this event could be, "improper coating formulation/selection, degradation". The device was used for treatment purposes. It is unknown if the device had met relevant specifications or resulted in the reported event. No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "hydrophilic coated guidewires require activation of their coating. Prior to removing the guidewire from the protective coil, inject sterile saline through the port to activate the lubricious coating. Remove the guidewire from the protective coil and carefully inspect the guidewire for separation, bends, kinks or a damaged tip." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that nitinol guidewire was not lubricated significantly during the first two uses. However, it was difficult to insert the product during its third use and there was exfoliation. Per follow-up information received from ibc on 15nov2022, stated that the ¿guidewire was not lubricated significantly ¿ refers to ¿the surface of guide wire was unsmooth, difficult to advance ¿. The guide wire was lubricated according to the process during use, and also the lubricating reagent was attempted to be replaced to solve the issue of unsmoothed wire, but not worked. Also clarified that the guidewire was difficult to be advanced during the process of inserting attempts.